Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Fdc code applied to the implantable neurostimulator and both leads.

Event description:
A healthcare provider (hcp) reported an MRI was being performed for ¿status post-insertion spinal cord stimulation lumbar radiculopathy-chronic.¿ it was unknown if the symptoms were related to the device or therapy or if it was a gradual or sudden change in therapy/symptoms. Additional information received from the patient stated that the patient was not getting proper coverage and the ins would sporadically turn off and turn back on again. While doing an MRI which was stated to be related to the therapy it was found that the lead had migrated. The patient had a revision performed. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.